Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer¿s blood glucose level.